Manufacturer narrative:
A complete analysis and testing of one opened and used reservoir showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that her insulin pump alarmed no delivery. The patient's blood glucose at the time of incident was 476 mg/dl. She bolused but received another no delivery alarm. She resolved the alarm by changing the infusion set and reservoir. Her infusion set cannula had been bent. Additionally, the customer experienced a low blood glucose of 49 mg/dl after treating for her high blood glucose. The reservoir was returned for analysis.